Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with an ngen generator and there was a high temperature reading from the catheter when radiofrequency (rf) was being delivered. The temperature cut-off value was exceeded. However, the system did not stop the ablation when the cut-off value was exceeded. A second device was used to complete the operation. There was no adverse event reported on patient.